Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported issue was not reproduced. The foreign material that came out of the device could not be identified as no foreign material remained in the device for evaluation. The cause of material remaining in the device could not be specified. There was no deformation in the scope and three attempts were performed to obtain additional information regarding the user's reprocessing methods, but no response was received from the customer. The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscope 3 inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The evis lucera elite colonovideoscope was returned to olympus for "brown liquid from the joint of the operation part". No patient injury reported. There was no report of procedure involvement or patient harm.

Manufacturer narrative:
During evaluation, the "brown liquid from the joint of the operation part" was not confirmed. In addition, the angle wire was bent to an angle outside of specifications which caused the up/down knob to have excess play. There was wear on the switches. The adhesive on the bending section cover was chipped and cracked. The objective lens, light guide tube and image guide tube were scratched. The distal end cover was dented. The connecting tube was scratched. The air/water and suction cylinders had paint peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.